Event description:
It was reported there was a serious error message displayed three times during implant. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) programmer does not boot up with any errors whether doing a regular boot up or while interrogating a rf (radio frequency) head or wireless. Errors found in the programmer error log; any of these errors could have been the errors that the customer experienced during implant. System fan found out of mechanical specification. Stylus found bent.